Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation finding, investigation conclusions), h11. Corrected fields: d7a, e3. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in in all iab risk files. All iab ifus address the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. Based on the rational provided above, no escalation to the CAPA process is required. Complaint ID no. (B)(4).

Event description:
N/a.

Manufacturer narrative:
Due to character limit in e1 full event site name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, (B)(6), a ccl rn, called for assistance with a fiber optic sensor failure on a cardiosave during use. Troubleshooting aid was given to no avail. The fiber optic cable was coiled, secured, and labeled. No patient harm or injury was reported.